Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no physical damage. Event log history was performed and indicated that "system failure: primary audible alarm post" error was recorded in history immediately prior to "system failure: acu watchdog failure". During analysis, the reported problem regarding "system failure: acu watchdog failure." Was not able to be duplicated. Service replaced primary speaker and interconnect printed circuit board (pcb) for preventative purposes. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog error alarm and intermittence. Investigation of the pump completed on (B)(6)2020 confirmed a watchdog failure alarm. No patient was involved in this event. No adverse effects were reported.